Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: white particles in the surface of the shell, crease fold, broken plug strap and opening . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and broken sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A sharp broken sharp assessed as an unidentified (tear) opening. Additional, corrected and/or changed data: d.10, h.3, h.6.